Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the versalok anchor did not deploy properly and the suture broke, the surgeon removed the anchor from the bone hole. At this point in time, for whatever reason, the surgeon chose to go open to complete the remedy successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. The conclusion of the eval will be the subject of the follow-up report.